Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges "some batches" of infusion sets do not always stick as it should. No adverse event reported. Caller has discarded the alleged devices; no product will be returned.